Event description:
It was reported that during a procedure the tip of the device was found to be broken off. No impact to the patient or procedural delays were reported to have occurred with this event.

Manufacturer narrative:
The device was not returned for evaluation; therefore, a root cause could not be determined for the event.

Event description:
It was reported that during a procedure the tip of the device was found to be broken off. No impact to the patient or procedural delays were reported to have occurred with this event.